Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the infection was first encountered around the outflow graft. The infection was diagnosed on (B)(6)2023. Additional infection details were initially reported under MFR #: 2916596-2024-06175.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized due to gastrointestinal (gi) tract pain, diarrhea, and elevation of c-reactive protein (crp). A computerized tomography (CT) scan revealed a suspected mediastinal pump pocket infection which was later confirmed via a blood culture as staphylococcus aureus. The patient received parenteral antibiotics and vacuum assisted closure (vac) therapy was utilized. The patient is awaiting urgent priority heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.